Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level had been high (287 mg/dl) in the morning. A bolus of insulin was delivered to address the high bg. The contact was not sure why the bg level was high; however, they were working with a healthcare provider to possibly change the customer's pump settings.